Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, lens displacement and crystal equivalence had been observed. Additional information was received by stating, during implantation, the intraocular lens was decentered. The patient has been rescheduled for surgery, with no adverse reaction.